Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had issues with their ins when charging. The patient's paddle on their back took forever to pick up the correct spot; they noted that these issues were a real headache. The patient tried different positions and the representative checked the patient's leads and said they were fine. If the patient moved a little bit the controller stopped picking up the device to charge. The patient used the recharging belt and said that it was secure. They were sent a box of adhesive discs and were advised to have their system checked by their healthcare provider. No symptoms or further complications reported.